Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostar xl device with a 9f sheath after an interventional carotid stenting procedure. Reportedly, there was resistance upon device removal at the end of the procedure and the device broke into two pieces. A cut down procedure was performed to remove the device from the arteriotomy and achieve hemostasis. There was no reported adverse patient sequela. There was a clinically significant delay due to the cut-down procedure. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of device detachment and difficult to remove the closure device were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of device detachment and difficult to remove the closure device reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.